Event description:
Allegedly after the surgery, the surgeon found the loosening around the cup by x-ray when the patient received the routine medical checkup. The patient didn't have any pain. Revision surgery was performed at (B)(6) 2013. As the observation of diseased site, the portion of cup had attached granuloma. The hip joint had been lined by many black shattered tissues.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-02472, 02471.